Event description:
Patient received treatment for hypoglycemia at emergency room. This occurred before (B)(6) 2010. Patient was found in her home "sleepy" and was not easy to respond. Blood glucose at time of event was not provided. Blood glucose of 12.7 mmol/l was mentioned, but this could have been after patient received treatment. Target blood glucose was not provided. Patient changes infusion set every 3 days and insulin cartridge every 5-6 days. Patient did not have an infection or start new medications, and infusion device was not exposed to water or electromagnetic fields. Patient was using insulin injections at time of report and requested to have infusion device evaluated. Infusion device was requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.